Event description:
Customer reported via helpdesk: site has step and shoot imrt plans under treatment. They treated as planned on friday. This morning, they treated their first imrt and instead of step and shoot, the field was sliding window. The customer noted this was an imrt prostate and they delivered 42.7 cgy with a sliding window technique instead of step and shoot, which is the way the patient was planned in adac. They have put the day on hold since they don't trust any of their plans.

Manufacturer narrative:
The components that were suspected of causing the problem were returned for analysis. Based on that analysis, tests were completed on an in-house machine to try to recreate the symptoms. During installation of this machine, the gantry was removed from the drivestand in order to fit the machine through the hospital hallways. When the gantry was mounted back onto the drivestand, the windup cables were reinstalled incorrectly in two sections of the windup. One position error caused w32 to rub in the windup area during gantry rotation. The second position error caused w32 to flex which resulted in the mounting screws for j2 (the connector that connects w32 to the gantry patch panel) to work themselves loose. After the screws became loose, the electrical connector pins were the only thing holding the connector to the patch panel and they eventually started to crack due to the flexing. The pin for j2-20 became intermittent, especially at certain gantry angels, and resulted in the symptoms reported. Because step segments (beam held off) are very short compared to the shoot segments in srs fields, the dose delivered to critical structures during those step segments would be a small fraction of the dose for the field. The likelihood of this failure mode is extremely low. This is an isolated incident; therefore, no action will be taken at this time. However, the event will be monitored for recurrence.